Event description:
It was reported that during the device upgrade procedure, loss of capture and dislodgement were observed on the implanted right ventricular lead. It was reported that the lead was removed easily and the helix was extended. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, there was blood in/on the helix mechanism, there was tissue on the helix, the lead was stretched, and there was apparent explant damage.